Manufacturer narrative:
Initial reporter phone#: (B)(6). Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes were underfilling. No serious injury or medical intervention reported.